Manufacturer narrative:
(B)(4)

Event description:
It was reported that one day post implant the atrial lead exhibited loss of sensing and loss of capture due to dislodgement. The lead was explanted and replaced successfully. The patient tolerated the procedure well and was stable throughout.